Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
During surgery, it was found that the spigot protector ((B)(4)) was missing and the inserter could not be used. The stem was implanted without inserter.

Manufacturer narrative:
An event regarding missing spigot involving an exeter stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined based on the information provided. The event was not confirmed as the sales rep was not present when the package was opened.

Event description:
During surgery, it was found that the spigot protector ((B)(4)) was missing and the inserter could not be used. The stem was implanted without inserter.